Event description:
The customer states that over the past few days one pt has been generating architect potassium assay results of 9.0 mmol/l, which have been questioned by the pt's nephrologist. Controls been within specifications and there have been no issues with any other pt samples. This pt's samples have been collected in lithium heparin and appear normal. This hospital uses a pneumatic transport system to send pt samples to the lab. This pt has a wbc count of 174 k/ul and is diagnosed with pneumonia with possible renal failure and possible leukemia. The following day, the pt generated a potassium result of 6.3 mmol/l on the analyzer and a result of 3.6 mmol/l on the istat methodology. The istat analysis is performed bedside. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.